Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a leak from a cassette. There was no patient involvement.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-13338-00 for details pertinent to this event.